Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating theater for lead revision. The left ventricular lead started exhibiting high capture thresholds a few months ago. The lead was explanted and replaced on (B)(6) 2016. The patient was in stable condition post procedure and did not experience any complications.